Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the video controller. System operates as intended. (B) (4).

Event description:
The customer reported poor image quality; grainy images. No patient injury was reported.